Event description:
Respiratory was notified that vent was alarming apnea. Upon investigation, it was found the the suction button that activates the in line suction catheter was stuck in the open or down position which caused it to suction continuously. Patient remained stable. No harm.other ballard caths of the same lot number were found to do the same thing; all of the caths with this lot number were pulled from our shelves and returned to the rep and replaced with a different lot number.======================manufacturer response for inline suction catheter, kimvent closed suction system for adults (per site reporter).======================given to rep for return and eval.